Event description:
A report was received that the patient had pain at the anchor site because the clik anchor had come close the skin. The patient underwent revision procedure wherein the clik anchor was placed deeper. The patient was doing well post operatively.